Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-56, lot# v822731, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a family member of a patient regarding that patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the device was implanted in the occipital area. The patient stopped using the therapy and would like to have the device removed because it doesn&#38176;work and the patient thinks that the leads have flipped and stimulation was in a different area of both of the shoulders. The device was not checked and the patient decided to stop using the therapy all together about 1-2 years prior to the report. There was no surgery planned.

Manufacturer narrative:
Continuation of d10: product ID: 3888-56, lot#: v822731, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot#: v822731, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot#: v822731, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot#: v822731, implanted: (B)(6) 2011, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (patient's mom) said that about 2 to 3 years after the patient was implanted one of her wires slipped and the patient wasn't getting pain relief from her device. Caller said that the patient stopped using the device and now her hcp wants to do different treatment on the patient but she needs to get her device removed first.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.